Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2016. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached rv set screw, and a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a header issue. When the right ventricular (rv) lead was placed in the header, some noise was seen through the device. When the rv lead was removed and re-inserted, the impedance was out of range. The rv lead was removed and re-inserted, but the set screw could not be engaged with the screwdriver. A second screw driver was tried, but it also did not engage the set screw. When the left ventricular (lv) lead was placed in the header, it did not go in the port smoothly. At the first attempt, all the lead impedance measurements were out of range except the tip to coil. The same occurred on the second attempt and on the third attempt, the impedances were all normal. Because the rv lead could not be secured in the header, the device was not used and replaced with a new device with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.